Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient had surgery for rectocele on (B)(6) 2016. The patient was hurting so bad in the front and back and couldn't tell if it was the stimulator, so they turned it off in the beginning of (B)(6) 2016 before the surgery. The patient thought they had a vaginal infection, got white discharge in their underwear, and hurt in the vaginal and anal areas in (B)(6) 2016. The patient's health care provider (hcp) prescribed estrace cream 0.01 percent on (B)(6) 2016. The patient had a hemorrhoid since the surgery also, but this was not the cause of the pain. Since (B)(6) 2016, the patient had issues with a return of urinary symptoms such as leaking and decided to turn stimulation back on (B)(6) 2016. The patient was working with their hcps. The patient had an error code on the patient programmer. It was the warning screen for changing the aaa batteries now. Removing and replacing the batteries resolved the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.